Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented via remote transmission when device was found to be in backup vvi mode due to communication failure. The device was reverted back to normal with the guidance from technical support. The patient did not have any adverse consequences.

Manufacturer narrative:
Manufacturer reference number 2938836-2019-04793 should not have been reported as a medical device report (MDR) as the product has not been approved by the FDA and is part of investigational device exemption (ide)